Manufacturer narrative:
(B)(4). Arjohuntleigh received a customer complaint where it was indicated that a single caregiver was transferring the resident from wheelchair to bed using arjohuntleigh equipment maxi 500 passive lift and toilet sling. Based on the information released the resident passed away one day after the transfer had taken a place. Further details are unknown as caregiver was only person in room and is no longer available for interview. There does not appear to be any event description that links the device to an incident or to the reported outcome at this time. Patient has also since passed away. Only known information provided by the facility regarding the suggested event is that it was a head injury, however there is no detailed description what the resident's head impacted. Many attempts were performed to obtain more details, but as the incident is pending legal action the facility refused to give any additional information regarding the event. It cannot be clearly established that the lift device (maxi 500) and the toilet sling were being used for patient handling at the time of the event based on very limited information received. No malfunctions were found that could have caused or contributed to the incident if any. The lift and the sling were inspected and were found to be in "very good condition". Based on this, it was established that the lift and the sling were found to have been up to specification. As the provided problem description is limited, and a detailed witness description of what occurred is not available, we are left to review the information received from the customer, based on the device evaluation conducted by the technician and compare it to our product knowledge. By the unit testing performed we confirmed that our product at the time of the event was functioning as per its intended use however it is unknown whether and how it contributed to the reported event, despite our best efforts. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015 arjohuntleigh received a customer complaint where it was indicated that a single caregiver was transferring a resident from a wheelchair to a bed. Details of the event are unknown as the caregiver was only person in the room and is no longer available for interview. The resident has also since passed away. Only known information by facility is that it was a head injury, however they have no idea on what the patient's head impacted. No more details regarding the incident were released by the facility. On 05 oct 2015 arjohuntleigh was informed by the administrator of the facility that the incident is pending legal action. Therefore, she refused to give any additional information regarding the event.